Event description:
It was reported to tyco healthcare/kendall on 07/11/2006, that a customer had a problem with a foley catheter. The customer states the balloon on the catheter burst during testing prior to insertion in the pt.